Event description:
It was reported that the ventilator had a low minute volume alarm which cleared after 3-5 seconds while connected to the patient. Then the ventilator began to read extremely low exvt (low exhaled tidal volume) but there was no change in the patient ("good chest rise"). The ventilator continued to have low exvt, but while loading the patient, the ventilator alarmed, "remove patient" for 1-2 seconds. The alarm ceased followed by 30 seconds of normal operation and then the ventilator inop light came on with an audible alarm. The patient was removed from the ventilator. No reported harm to the patient.